Manufacturer narrative:
Further investigation has shown that the treatment was continued, without further incident, on another prismaflex machine. The replacement fluid used during this cvvh-treatment was placed on the dialysate scale, delivered post filter. Review of the treatment data files related to this incident show that the pbp-scale was not loaded prior to starting the treatment, with a set flow rate of 3000 ml/h. The scales were all verified to be within the MFR's specifications. If a scale is opened during setup, but no fluid bag hung on it, the machine will evoke an alarm, since a fluid bag is expected to be hung on an opened scale. There was no blood loss or other clinical consequence to the pt as a result of the reported incident.